Manufacturer narrative:
(B)(4).

Event description:
Procedure: thyroidectomy. According to the reporter: when the surgeon applied clips some of them jammed in the instrument some fell off the blood vessels and some of them tore the blood vessels resulting in bleeding.